Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the rv lead was explanted and replaced. During the procedure when the physician was attempting to remove the rv lead, the right atrial (ra) lead dislodged. When the physician attempted to reposition the ra lead the insulation and conductor came apart at the distal tip. During the extraction a small injury occurred to the patient's vena cava when the physician used an extraction pistol to remove the atrial lead. The physician used a balloon to stop the bleeding. The patient was then referred to a surgeon to remove the rest of the lead. At this time small portion of the lead remains in the patient's body attached to the atrium. No additional adverse patient effects were reported.